Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 450 units of insulin, and the customer received an accurate fill estimate of over 400 units of insulin on (B)(6) 2016. Then, the insulin gauge displayed 430 units. The customer's blood glucose level was 154 mg/dl. The customer reloaded the cartridge successfully and received an accurate fill estimate.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.